Manufacturer narrative:
Insulin pump had blank display due to corrosion on lcd board. Pump had corroded battery tube and corroded motor home switch. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify battery out limit alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 112 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.